Event description:
The consumer reported that the patient had shocking in the abdominal area 3 to 4 weeks ago in 2016. The patient saw their health care provider (hcp) and they checked the system and all currents were fine, all looked good, and the leads had not moved. The hcp wondered if it could be the skin that was on top. The shocking happened a lot when the patient was lying on their back and on their left side. There were no trauma or falls that could be related to the issue. The patient mentioned they had lost a lot of weight and they were hypermobile. The patient would follow-up with their hcp as they were also told their battery was low due to their high settings. In (B)(6), the patient was scheduled to have a hysterectomy and that took priority right now. The patient also mentioned that their battery was moving from the patient's armpit to sternum. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the diagnostics performed related to the patient's shocking was a physical examination that demonstrated neuromuscular pain syndrome or myofascitis. The action taken to resolve the patient's shocking was that the device was interrogated on (B)(6) 2016 and it was functioning properly. The cause of the shocking was determined and the pain was not related to the patient's device. The patient's weight loss was also not related to their device or therapy.

Manufacturer narrative:
Patient code no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the step taken to resolve the shocking was that the health care provider (hcp) shut the system off to see if this would stop the shocking. So far it had. The patient had no idea possible of the circumstances that led to the shocking and had it was possibly loss of weight. The weight loss was related to the patient's device or therapy since food was able to be digested, they lost 80 lbs. For the last several months, the patient had a return of symptoms and was driven to a liquid diet. The shocking had possibly resolved with the system off, but this was not a solution as the patient needed the system for quality of life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the current implantable neurostimulator (ins) was in the right breast and was moving under the collarbone since 2015. For over 6 months, since (B)(6) 2016, the patient had shocking, usually when rolling over on the left side and felt shocking in the stomach. The health care provider (hcp) wanted to do a revision just on the ins and the patient wanted to know what if there was something wrong with the lead. The patient had a CT scan last week and the hcp did a system impedance test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.